Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a renal rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure a generator error (e89) occurred. The error cleared after switching the generator off, then on. The ablation was then able to be continued and completed using the same generator and electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient identifier, age/date of birth, and weight are unknown. However, patient over 18 years old. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).